Event description:
A physician encountered a problem during placement of essure micro-inserts in his pt; 1 essure handle did not detach from the micro-insert. The physician stretched the delivery wire until it was outside of the cervix and then cut it. The inner coil was inside the pt's uterine cavity but still firmly attached to the outer coil, which was in the pt's fallopian tube with 3 trailing coils. At that point, the pt's cervix was too dilated and it was impossible to obtain adequate distension; pt was also in a great deal of discomfort when the physician attempted to remove the micro-insert with grasping forceps. The physician sent the pt to a hospital, where general anesthesia was administered and the micro-insert was removed hysteroscopically. The physician then performed a bilateral tubal ligation. It was reported that the pt was doing well following the essure procedure and tubal ligation.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.